Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/30/2024, it was reported by a sales representative via sems-06553790 that an ar-9618-24 24 mm primary reamer was worn. This was discovered during a case and had no adverse effects on the patient.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-9618-24 serial/batch number (B)(6) was received for investigation. Visual evaluation noted striation marks on the device and found that the cutting blades are dull. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Refer to investigation photos.